Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the curved rubber adhesive is missing. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is most likely that the probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported malfunction could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera pleura videoscope exhibited that the curved rubber adhesive was missing. There was no patient involvement.